Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, drug hypersensitivity and sulfonamide allergy. Concomitant products included clonazepam from 1997 to 2019. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), fatigue ("fatigue") and conjunctivitis ("vision/eye problems type: conjunctivitis") and was found to have weight increased ("weight gain"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, bladder disorder, dysmenorrhoea, migraine, device expulsion, fatigue, conjunctivitis, weight increased and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract disorder, dyspareunia and urinary tract infection had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, bladder disorder, conjunctivitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left seems to be embedded in uterus') and pelvic pain ('pain') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, drug hypersensitivity and sulfonamide allergy. Concomitant products included clonazepam from 1997 to 2019. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), fatigue ("fatigue") and conjunctivitis ("vision/eye problems type: conjunctivitis") and was found to have weight increased ("weight gain"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection") and abdominal distension ("bloated"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, female sexual dysfunction, bladder disorder, dysmenorrhoea, migraine, device expulsion, fatigue, conjunctivitis, weight increased, abdominal pain and abdominal distension outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract disorder, dyspareunia and urinary tract infection had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain, bladder disorder, conjunctivitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2018: essure seen bilaterally, left seems to be embedded in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received. Plaintiff state of implant added. Events: left seems to be embedded in uterus, bloated added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, drug hypersensitivity and drug hypersensitivity. Concomitant products included clonazepam from 1997 to 2019. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), fatigue ("fatigue") and conjunctivitis ("vision/eye problems type: conjunctivitis") and was found to have weight increased ("weight gain"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, bladder disorder, dysmenorrhoea, migraine, device expulsion, fatigue, conjunctivitis, weight increased and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract disorder, dyspareunia and urinary tract infection had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, bladder disorder, conjunctivitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: plaintiff fact sheet and mr received: case was upgraded to serious incident. New reporter, indication, removal date added. Event injury to herself replaced with event pelvic pain female. New event vaginal bleeding, menorrhagia, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), migraines / headaches, dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, pain, vision/eye problems type: conjunctivitis, weight gain, abdominal pain, urinary tract infection added. Event outcome, lab data, patient concomitant condition and medication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.